Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent capture at eight volts and high thresholds. The ra lead was explanted and replaced. Additionally, it was reported that the device showed stored episodes of af (atrial fibrillation) with rvr (rapid ventricular response) in addition to episodes of fast vt (ventricular tachycardia) in conjunction with af. It was noted that the device was also are rrt (recommended replacement time). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.